Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). Date of event: unknown. This report is for two unknown variable angle distal locking screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It what reported the patient underwent revision surgery on (B)(6) 2016 to address two (2) distal screws which had backed out and become loose. The patient was initially implanted with a synthes variable angle locking condylar plate (va lcp) to treat a displaced intra-articular left distal femur fracture on (B)(6) 2016. It is not known how many screws were implanted with the plate. Post-operative x-rays taken on an unknown date revealed that two (2) of the distal screws had backed out and become loose. During the revision surgery on (B)(6) 2016, the surgeon removed the two (2) loose screws and replaced them with longer screws. The surgery was completed successfully with no delay and no harm to patient. This report is for two unknown variable angle distal locking screws. This is report 1 of 1 for (B)(4).